Event description:
A (B)(6) female pt with neurologic disorder and obstetric trauma was implanted with an acticon on (B)(6) 2005. On (B)(6) 2010, the balloon was revised. On (B)(6) 2010, the entire device was removed and replaced due to fluid loss.

Manufacturer narrative:
Cuff had a fatigue leak. Pump performed within specifications. Tubing had operating room damage. The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual. The analysis results indicate the cuff device was out of specification-there was a leak in the cuff which was the result of fatigue and wear at the fold in the cuff. Failure was related to this event.